Event description:
It was reported that bd nexiva diffusics 20g x 1.25 in had foreign matter there is some brown dirty on the tip of cannula where the extra holes exist before use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. Analysis of the sample showed that it was not possible to observe the reported defect. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.